Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient stated they wanted to know how to place their implant into MRI mode. The agent walked the patient through how to connect their external equipment to their implant. When the patient connected to the implant it was discovered that therapy was off and the patient stated that would explain why the patient was having issues again. When asked, the patient stated they didn't know when the issues started again as they had been traveling a lot. The patient turned stimulation on, and decreased the settings to a comfortable setting. Reviewed MRI mode instructions with the patient, reviewed model numbers and emailed MRI mode instructions to patient.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.